Event description:
An overdose was reported. It was stated that the patient experienced drowsiness following a refill session. Per the healthcare provider (hcp) patient had a refill at around noon a few days ago and at around 4 pm they were very sleepy and difficult to wake up. Pump was programmed to minimum rate, but approximately 24 hrs later, patient was still unresponsive so hcp decided to permanently disable the pump. It was added that when the pump was accessed approximately 31 ml were removed, while 40 ml were instilled into the pump during the refill. Drug delivered via the device were morphine 8 mg/ml at a daily dose of approx. 1.52mg and clonidine 400 mcg/ml. Hcp suspected that some drug must have gone into the pocket. As of 2011-11-03 the cause of the event was still unknown; approximately 9ml of the drug was calculated as a suspected partial pocket fill but not confirmed.

Manufacturer narrative:
Catheter mode: 8711, serial #: (B)(4), implanted on (B)(6) 2007, explanted on: unk.

Event description:
Additional information: it was later reported via a voluntary medwatch # (B)(4) that a pocket fill was suspected. On day of scheduled refill the nurse withdrew 11.5ml from the pump which was within the expected range and instilled a total of 40ml of the drug, withdrawing every 10-15ml. There was no indication of resistance or difficulty; the nurse had cared for the patient many times in the past four years. Approximately 4-5 hrs. Following refill patient who happened to be an inpatient, developed pin-point pupils, became unresponsive and exhibited seizure activity. Brain/cva/cns events were ruled out. There was no response to reversal agent. The pump was emptied on 2011-(B)(6) and 8ml was not retrieved. Concomitant medical products were noted as compounded.